Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. During evaluation, an issue related to the active exhalation control module and the system board to sensor board cable were observed. The device's active exhalation control module and system to sensor board cable were replaced to address the issues.